Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to ongoing elevated blood glucose (bg) levels ranging from 458mg/dl to a value displayed as "high" on the continuous glucose monitor, and trace ketones. Customer suspected cause was due to a bent cannula from a non-tandem infusion set; however, this could not be confirmed, and ultimately; cause of elevated bg level was unknown. Bg was treated with intravenous insulin, and unspecified fluids. Reportedly, customer left the ER four and a half hours later with customer in stable condition (bg approximately 312 mg/dl). Reportedly, customer reverted to manual injections for insulin therapy.